Event description:
Last year, my brother was advised by his physician at (B)(6), to have the heart mate ii lvad attached to his heart as a bridge to a heart transplant. In (B)(6) 2012, the first lvad was attempted to his heart. Six weeks into his recovery, the device malfunction and was replaced with another lvad. My brother endured two painful surgeries that left him barely surviving. During the next several months, my brother experienced several hospital stays which included; decreased blood flow, high ldh cholesterol levels, kidneys problems, numbness in his legs, heart pains, and severe headaches. Once again, earlier this year, the lvad malfunction and was replaced. He was sent home only to return to the hospital within a couple of weeks. To date, my brother has been in the hospital for fourteen weeks. Why? Because the lvad did the following:? Increased his ldh to 2300 +? Three strokes? Paralyses his left side? No verbal communication? Last stage heart failure? Facing death at any time after all of the above, his physician removed the lvad?.